Manufacturer narrative:
Upon inspection of the lift, the technician noted the lift's operation was intermittent. There were no lift functions after the emergency stop was reset due to a short in the emergency stop switch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the electronic card with cover to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the liftstrap would not go back up. The device was located in the therapy area at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).